Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Based on the information obtained to date, no direct correlation can be made between the reported event and a failure of the novasure system.

Event description:
It was reported to hologic that the physician was unable to perform the scheduled endometrial ablation procedure with the novasure advanced disposable due to a uterine perforation. The physician discovered the uterine perforation via hysteroscopy and was unable to perform the ablation procedure due to repeated failures of the cavity integrity assessment (cia) test. It was noted the cia test failed 4 times before the perforation was confirmed. Prior to attempting the ablation procedure, the physician had completed a hysteroscopy, d&c and sounding of the patient. The patient was observed to have a midline uterine cavity with a width of 4.5cm and depth of 6cm. The physician noted that the perforation was small and no medical intervention was necessary to treat the injury. No additional details at this time.